Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was implanted in the esophagus during an esophagogastroduodenoscopy (egd) and esophageal stent deployment procedure performed on an unknown date. On (B)(6) 2015, during a planned stent removal, the physician went to remove the stent; however, the retrieval loop broke off inside the patient. The physician retrieved the broken loop and then successfully removed the stent without any parts left inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Please note: this wallflex biliary rx stent was implanted within the esophagus; however per the dfu, the "wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms.¿

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.